Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration - correction b5: describe event or problem - additional information d4: catalog no - correction d4: serial no - correction d4: lot no - correction d4: expiration date - correction d9: device returned to MFR - additional information d9: date device returned - additional information h2: type of follow up - additional information/ device evaluation/correction h3: device evaluated by mfg- additional information h4: device mfg date - correction h6: additional information.

Event description:
It was reported that a transmitter battery issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 volt . Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.